Event description:
I received new at-home covid tests from siemens/clinitest on (B)(6) 2023. The tests show a use by date of 2023-02. Lot is 2204634eua. The lot number is not listed on the covid site for extended use by dates. It appears the company is shipping expired tests.